Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional dilatation procedure of the superficial femoral artery (sfa) using a 6f sheath. Reportedly, after suture deployment, the lever of the prostyle was closed completely; however, the foot of the prostyle device did not retract all the way. A small cut down (nick and spread) was performed and it was found that the foot of the prostyle device had caught on a previously placed proglide suture from a prior endovascular procedure. The suture of the proglide was cut so that the foot of the prostyle device was able to be retracted and the device was able to be removed from the patient anatomy. Hemostasis was still able to be achieved using the prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.